Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed 'system error 345' messages. A service history review revealed the device has been serviced within the last 12 months, however this is not a repeat service issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor sensor reading out of the calibrated specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.